Event description:
Teh product was used during a right middle lobectomy procedure. Reportedly, the instrument was difficult to open and broke. The surgeon was able to complete the procedure with the instrument. The hospital has reported no patient injury occurred.